Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "rupture" of a saline device. Device remains implanted.

Event description:
Device was explanted.

Event description:
Healthcare professional reported right side rupture of a saline device. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed in the anterior side assessed as surgical damage. Additional observations: white particle observed inside device. Wear abrasion observed on the device crease fold observed on the device.